Manufacturer narrative:
Reference record (B)(4). List number in d4 is the similar us list number; the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Literature report received from australia. On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date after the patient was discharged from the hospital after a tubing placement, the patient experienced an unspecified chest infection and mild oozing of the stoma site which was treated with a course of unspecified antibiotics. It was reported that the patient had generalized flu like symptoms with fatigue and felt unwell for one week.